Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic with an unspecified infection. There is no known allegation from a health professional that suggests the infection was related to the dual chamber implantable cardioverter defibrillator system. The physician explanted the device. The patient was in stable condition.

Manufacturer narrative:
Additional information: d10, h3, h6. Analysis was normal. No anomalies were found.